Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient needing an impella device for mechanical circulatory support. Shortly after the automated impella controller was switched on, a controller error appeared. No further information was provided. There was no reported harm or injury to the patient.